Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any increase in complaints for the complaint issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with complaint lot number and complaint issue. The overall performance of the alinity I afp reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot 64390fz00 is comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I afp reagent kit, list number 07p9020, lot 64390fz00 was identified.

Event description:
The customer observed a falsely elevated alinity I afp results for one patient. The patient was repeated on multiple instruments with lower results. The following data was provided: (afp reference value at facility: 0.9-8.8 ng/ml) sid (B)(6) initial alinity afp result processed on (B)(6) 2025 on serial number (B)(6) = 39.50 ng/ml retested on (B)(6) 2025 on (B)(6) = <2.0 ng/ml and on (B)(6) = <2.00 ng/ml new specimen same patient sid (B)(6) processed on (B)(6) 2025 results from alinity I instrument serial number (B)(6) = <2.00 ng/ml and <2.00 ng/ml and processed on (B)(6) = <2.0 ng/ml no impact to patient management was reported.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6).. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I afp results for one patient. The patient was repeated on multiple instruments with lower results. The following data was provided: (afp reference value at facility: 0.9-8.8 ng/ml). Sid (B)(6); initial alinity afp result processed on (B)(6) 2025 on serial number (B)(6) = 39.50 ng/ml retested on (B)(6) 2025 on (B)(6) = <2.0 ng/ml and on (B)(6) = <2.00 ng/ml new specimen same patient sid (B)(6) processed on (B)(6) 2025 results from alinity I instrument serial number (B)(6) = <2.00 ng/ml and <2.00 ng/ml and processed on (B)(6) = <2.0 ng/ml no impact to patient management was reported.